Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). The home patient (hp) indicated that fluid was leaking from the cassette and that bubbles were coming from the drain line instead of fluid. The patient later noted that there was a rat infestation and in one case, there were holes from the rats chewing through the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in the tubing is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.